Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a cracked front and rear housing, and a bleeding lcd. Event log history was attempted to be performed but unable to be downloaded. During analysis, the reported issue due to alarming ec1261 which is an issue with the circuit board could not be duplicated. Service will replace the circuit board to correct the reported issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Additional information was received that there was no patient involvement; the issue was discovered during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error1310". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.